Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a patient. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s normal reference range: <3 ng/l sid (B)(6): on (B)(6) 2025 initial result = 51 ng/l, repeat result (same analyzer) = <3 ng/l, repeat result (different analyzer) = <3 ng/l, all subsequent samples from this patient were <3 ng/l, no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the alinity I stat high sensitivity troponin-I assay did not identify any trend regarding commonalities for lot number and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 77410ud00. All specifications were met indicating that the lot is performing acceptably. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitivity troponin-I results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. For accurate results, plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent, lot 77410ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity processing module for a patient. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s normal reference range: <3 ng/l. Sid (B)(6): on (B)(6) 2025 initial result = 51 ng/l. Repeat result (same analyzer) = <3 ng/l. Repeat result (different analyzer) = <3 ng/l. All subsequent samples from this patient were <3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.